Event description:
The customer reported that the m1351a fetal monitor displayed error 601 after a fall. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the m1351a fetal monitor displayed error 601 after a fall. There is not sufficient info to determine if this monitor fell from a mount. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.